Manufacturer narrative:
The suspected evita xl is a long-term ventilator for intensive care and was manufactured in august 2008. After the reported event, the device was checked by the hospital biomed without finding any deviation. The alarm functions worked as specified during testing. Therefore the device was put back into service. No deviations have been reported afterwards. In the course of manufacturer investigation, it was tried to acquire the log files and additional information several times, however none were provided. Therefore it was not possible to perform an investigation of the reported deviations in ventilation and the reported device shut down. No display of an error code has been reported by the user, therefore it is unlikely that a device failure had occurred. In general, the device is equipped with a safety software. In case of some device related deviations, the ventilator performs a warmstart in order to restore a valid data base. When the warmstart occurs, the device briefly powers off and then back on. During this time, the emergency-breathing valve is opened allowing spontaneous breathing of the patient. After a successful warmstart, the device continues ventilating the patient with the previous settings. A warmstart lasts approximately 8 seconds and is accompanied by an alarm. As the customer report of ventilation deviations and a device restart cannot be confirmed by the available data, no root cause can be identified. Consequently, we are not able to provide a list of mdrs and complaints that are related to the same problem/issue. No further actions are currently planned.

Event description:
It was reported via a user medwatch that "a newborn baby was placed back on the ventilator after having been bagged for a few minutes and the values were not correlating. [The] respiratory rate was reading 130 but the actual was around 50, tidal volume was reading low then did not read at all (oxygen saturation stayed 100% during this time). As I'm assessing the problem, the vent just completely shut off. The screen went black, I asked (B)(6) to immediately start bagging. I checked the vent to see if anything came unplugged or what happened and then it automatically just came back on. Patient transport was due to be there soon, so we continued to bag the patient until their arrival and the vent was swapped out."